Manufacturer narrative:
(B) (4).

Event description:
The patient was in critical care. They were unsure what was wrong with the patient. They shut the pump off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.